Event description:
A malfunction alarm was reported when the customer's pump declared alarm 20 during insulin pumping. The customer's blood glucose level was recorded at 183.6 mg/dl, which is within the normal range. The customer was unable to successfully load a new cartridge despite assistance, resulting in a recurring alarm. Tandem technical support decided to replace the pump, and until then, the customer would use multiple daily injections (mdi) as backup therapy. The customer was guided on putting the pump into storage mode before returning it and was instructed to return the problematic pump using a prepaid label within 10 days.